Manufacturer narrative:
The original devices worn by the pts, leading up to the noted skin irritations, were disposed of by the site. However, the facility returned four other devices to dale medical on 7/07/09 that were used on the pts afterwards. Nothing unusual that would cause such a wound was observed. The nurse stated that two of the devices had been worn for 3 days and two for 4 days. This duration is a contraindication according to our labeling instructions. The explantation given by the nurse for the infrequent changing was that the vent-floor is very labor intensive and changing the device per dale's cautionary statements, requires two nurse and is very time consuming. It should be noted that pts with compromised immune systems, friable skin or with limited sensory perception, need special monitoring and care. Dale labeling cautions the user to: change holders daily or more frequently as required. Change after pt bathing. A representative from dale medical visited the site eight days later. It was then observed that the nurses were now changing the devices more frequently if skin breakdown was seen. During the visit, it was suggested by dale medical that for pts with large necks such as ks, an extension device is available that could alleviate potential stress on the skin if the holder had been placed too tightly. Sample extension pieces were sent overnight delivery to the site for their evaluation.

Event description:
The healthcare facility reported to dale medical in 2009 that five of their ventilator pts experienced skin breakdown on the back of their necks "because the strap was bunching up". One pt (ks) had a class ii skin tear (2.5 x 6 cm). The other pts had lesser irritations that were not considered serious.